Event description:
It was further reported that the distal cx target lesion was treated with plain old balloon angioplasty (poba) instead of the placement of the guidant vision stent as was previously reported. The pt was enrolled in the arrive program on the date of the index procedure. Target lesion 1 (15 mm long) was identified in the mid lad with 99% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0% following post-dilation. Target lesion 2 (18 mm long) was identified in the distal lcx (mid lcx per cath report) with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.5 x 24 mm taxus stent. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was discharged one day post index procedure on asa and plavix. The pt was admitted 351 days post index procedure. The pt had a positive thallim stress test along with some vague chest discomfort and was referred for cardiac catheterization. Angography revealed that the lmca was normal, the rca had 99% proximal stenosis, the lad (target vessel) had 100% mid/distal stenosis, the 2nd diagonal had 70% stenosis, the lima to lad was patent, the lcx had 90% mid stenosis. The pt underwent ptca to the 2nd diagnonal and placement of a 2.0x8 mm guidant mini vision stent. Residual stenosis was 0% post-dilation. The distal lcx (mid lcx per cath report) was treated with poba, with 0% residual stenosis. The proximal rca (with a 99% stenosis) was treated with ptca. Residual stenosis remained 995. The pt was discharged one day post tvr on continued asa and plavix therapy. In the opinion of the physician there is a probable relationship between the taxus stent and the event.

Event description:
The index procedure treated two target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 99% stenosed region of the mid left anterior descending artery (lad). The physician predilated this lesion prior to successfully placing one taxus express2 8.8% 2.5x20 mm (lot 6198433) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. Target lesion 2 was a 2.5 mm vessel diameter, 70% stenosed region of the distal cx artery. The physician predilated this lesion before successfully place one taxus express2 8.8% 2.5x24 mm (lot 6171007) drug eluting stent without complication. The patient was discharged from the hospital 1 day post index procedure receiving asa, plavix, and zocor. 351 days post index procedure the patient underwent tvr of the distal cx to alleviate focal in-stent restenosis. The physician treated this lesion by placing one guidant vision stent into the target vessel. The patient was discharged from the hospital 1 day post tvr.